Event description:
It was reported that the penile implant reservoir that was going to be implanted in the patient had an incorrect label. The label indicated reference number 72404156 - spherical reservoir with lot # 1000338789. However, the reservoir inside was a conceal reservoir. The physician went ahead with the surgery and implanted the conceal reservoir. No information about the patient outcome is available at the moment. Additional information was received. No adverse patient effects.